Manufacturer narrative:
(B)(4). Unit passed displacement, sleep current measurement and self tests. However, unit failed active current measurement, unable to verify low battery, power loss alarm, problem isolated to electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm and power loss alarm. Customer was able to successfully clear the alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer reported low battery alarm or short battery life. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.